Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow-up report will be submitted with results when the investigation is complete.

Event description:
The customer reported that tpn was infusing into a PICC on a nicu patient, and blood was noted to be backed up into the tubing and filter. The line was leaking, area of leak unspecified. There was no patient or user harm.

Manufacturer narrative:
(B)(4). The customer¿s report of a leak was confirmed. Upon visual inspection, it was noted that female luer had a 0.39 inch hairline crack. There was no indication anywhere on the female luer that proves that there was an external force applied and there were no defects found on the rest of the set. Functional testing was performed and leaking was observed at the female leur crack. No dimensional testing was performed as the female luer was received already damaged. The root cause of the customer¿s report of a leak was identified to be due to the crack on the female luer. The source of the crack remains unknown.